Event description:
Related manufacturer reference number: 2017865-2022-39924. New information received indicating that pulse generator had moved resulting in lead dislodgment.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with phrenic nerve stimulation. Upon interrogation it was noted that the atrial lead was dislodged. Twiddler¿s syndrome was suspected. The lead was repositioned successfully on (B)(6) 2017. The patient was stable and will continue to be monitored.